Event description:
This event involves a patient who experienced screen issues with the controller display approximately three months post heartware lvad implantation. Vad coordinator stated that patient¿s controller display was blank, but pump was still running. For this reason, the site decided to perform an elective controller exchange. The event was resolved without patient injury. The product has been returned to heartware for further analysis. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller was returned to heartware; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included clinical event, visual & functional testing and review of history records and controller log files. The log files could not confirm any failure mode with the controller. Visual examination showed that the outside of the case was in good condition and the controller screen had no damage or scratches. During functional testing the display was able to be read on the controller and monitor. Additionally, both power ports worked properly when checked for pin depth, locking mechanism, and manually manipulation for electrical disconnects. Documentation review was conducted; product met all requirements for release. Based on the information provided and the fact that all functional testing passed, the root cause for the no display event cannot be conclusively determined. There is no evidence to suggest a device malfunction. No additional information will be forthcoming.